Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. E4 occlusion errors were found in the history. The occlusion limits were tested successfully. The e4 occurs if the force, measured by the force sensor, is too high. The problem mentioned by the customer could not be reproduced; therefore, no corrective or preventive actions will be initiated.

Event description:
On (B)(6) 2013, patient reported the insulin delivery of the infusion device is too low. The infusion device displayed an e4 occlusion error and he switched to his backup. He had already removed all accessories from the alleged infusion device and was not willing to complete troubleshooting. The infusion device was replaced and requested for evaluation. Follow-up was completed with the patient on (B)(6) 2013. He bolused via the backup infusion device to treat hyperglycemia and has not had further concerns since starting the replacement product. His target blood glucose is 130-145 mg/dl, and his blood glucose elevated to 230-392 mg/dl in relation to this event. He then reported he did not have any occlusions or blockages, but he believes the basal rates were not delivered correctly. He inspected the infusion set and the needle was "completely dry." He had to bolus more than normal to compensate for the lack of basal insulin. The cartridge, adapter, and infusion set are not available to return for evaluation, but he was sent complimentary infusion sets and cartridges. He did not require treatment from a health care professional or second party to address the issue.